Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a female patient of unknown age presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.

Manufacturer narrative:
As the reported defective fiber was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of a broken fiber is unable to be confirmed since no product was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The vendor was made aware of this via a scar. Their response contains the statement: "the current evlt product has some inherent design elements that leave the fiber vulnerable to breakage during handling and use due to the presence of the stripped fiber. Throughout the manufacturing, cleaning and coiling processes, there are procedures in place that protect the fiber from breakage and maintain fiber integrity and robustness through formal inspection and shipment to the customer. During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. " during the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The directions for use ,which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).